Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, an alert transmission was observed from the icm, but there was no actual patient event that warranted an alert. Noise was also observed on the alert transmission. No intervention was performed; the patient's condition was stable and will continue to be monitored.